Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found that the top cover was cracked and the front and bottom enclosures were damaged. The autopulse platform is a reusable device and was manufactured on 08/15/2007. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the autopulse archive was performed and user advisory (ua) 45 45 (not at "home" position after power-on) messages were observed in the log on (B)(6) 2016. The platform was functionally tested and the autopulse platform exhibited ua 45 upon power-up. The drive shaft was rotated back to the "home" position to resolve the error message. Unrelated to the reported complaint, further testing showed that the platform failed load cell characterization test. It was found that the discrepancy between load cell module I and ii was too large. Load cell single point will be replaced. In summary the customer's reported complaint of an unknown error message was confirmed during archive review and visual inspection. The unknown error message reported by the customer was ua 45 which was due to the drive shaft not at "home" position. The drive shaft was rotated to the "home" position. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position.

Event description:
The customer reported that the autopulse platform was accidentally dropped and the bottom case cracked. The customer also reported that the platform displayed an unknown user advisory error message prior to dropping the device. No additional information was provided. There were no known patient consequences reported.